Event description:
Allegedly patient was revised due to a soft tissue related issue. Abductor tendon repair.

Manufacturer narrative:
Conclusion: device evaluated and alleged failure could not be duplicated. Cause of event unknown.

Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01172.